Event description:
Screws would not lock into plate despite several attempts/redrilling/using external guide/rotating 180 degrees counter clockwise. Surgery was extended by 2 hours.

Manufacturer narrative:
Examination of the returned sample could not confirm the alleged report. Although the complaint could not be confirmed, surgical technique may be a contributing factor. Based on this investigation, the need for additional corrective action is not indicated.